Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device did not start after the blood sample was applied and as a result, the customer was unable to obtain readings. The customer experienced symptoms of pallor and overstraining and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspection has been performed on the returned reader and no issues were observed. Attempted to perform control solution testing. Test did not fire. The returned reader was de-cased and visual inspection was performed. Debris were observed inside strip port. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device did not start after the blood sample was applied and as a result, the customer was unable to obtain readings. The customer experienced symptoms of pallor and overstraining and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release.this serves as a correction report. Section h-10 was incorrectly documented in the initial report.

Event description:
A customer reported that their adc device did not start after the blood sample was applied and as a result, the customer was unable to obtain readings. The customer experienced symptoms of pallor and overstraining and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.